Event description:
Info received indicates the right foot siderail fell from the bed, breaking the center arm cover.

Manufacturer narrative:
The technician found four screws missing from the main frame to the siderail bracket, which holds the siderail in position. He replaced the main frame and the screws to repair the bed.